Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, the patient going through an MRI procedure, and implanting the stimulator after the expiration date have been ruled out as potential causes. The implant procedure was performed per the IFU and the patient does not have any contraindicating conditions. However, the cause of the wound not healing properly and erosion is due to the implant being in a high mobility location. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing and erosion are due to excessive twisting or stretching as the device was implanted in a high mobility location (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
A patient reported the incision at the end of the lead did not heal properly and the end of the lead was poking through the skin. An explant procedure was performed on (B)(6), 2023. The patient is doing fine and no further issues have been reported.